Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the fan failed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model clv-s190, visera elite xenon light source to olympus for repair due to a report that the device overheated. There was no patient injury, associated with the event, reported to olympus. Upon inspection and testing of the returned device, it was found that the fan failed. This report is submitted due to the finding that the fan failed, identified during in-house service of the device. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the correction in h4 and the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty fan. Olympus will continue to monitor field performance for this device.